Manufacturer narrative:
Results of investigation will be filed in a supplemental report.

Event description:
Customer reports 3cm of the wire broke off inside of pt. This portion of the wire is still in the pt. Doctor is monitoring the pt to see which steps to take next.